Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence

Event description:
It was reported that the user experienced difficulty using an inset infusion set, including uncertainty about pulling back the insertion device and timing needle removal, and required assistance to replace pump tubing and complete fill tubing and fill cannula steps; hyperglycemia was reported with subcutaneous insulin administered by pen. Symptoms included elevated blood glucose. Outcomes included no alarms and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device alerts and no confirmed device malfunction, with user technique issues related to infusion set insertion considered. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.